Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom manual wheelchairs. Frame, broken/cracked tubing. Broken tubing 8'' below hand grip. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the back canes each being broken in two pieces. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Provider states 3 inches above the back canes the left and right back cane snapped off.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states 3 inches above the back canes the left and right back cane snapped off.